Event description:
It was reported that during a surgery on (B)(6) 2023, the surgeon went to put in a tna, 10x 375, and it wasn¿t to his preference once inserted. The surgeon went to backslap it out, and the polymer inserted from the distal tip of the nail almost came out. It delayed surgery to grab another nail, which was then inserted. The patient outcome wasn¿t affected. This report involves onetibial nail-advanced/10mm 375mm/sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Part #: 04.043.245s-us. Lot #: 1056p98. Manufacturing site: jabil bettlach. Release to warehouse date: 05/08/2022. Expiry date: 30/06/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that tibial nail-advanced/10 375/sterile had the proximal inlay f/ tibia nail unattached from the mating device. No other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tibial nail-advanced/10 375/sterile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.